Manufacturer narrative:
Correction: section PMA/510(k) # was initially blank and should have been p030054. Section concomitant medical products and therapy dates was initially blank and should have been 1888tc/52, (B)(4) and 1058t/86, (B)(4) with therapy dates of (B)(6)2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up rv oversensing leading to inhibition of pacing was observed via reviews of electrograms. No intervention was performed. Patient monitoring will continue.